Manufacturer narrative:
G di giannuario, et. Al.; multimodality imaging in a rare case of paravalvular endocarditis around the stent of a percutaneous lotus valve; european heart journal cardiovascular imaging (2019) 20 (supplement 1), i117. Date of event: exact date not reported. The first day of the month of the event was used as an estimate. Implant date: exact date not reported. The first day of the month of the implant was used as an estimate.

Event description:
It was reported via literature that fever and endocarditis occurred. The tavi procedure was performed in (B)(6) 2016, in december the patient had an episode of strangury followed by persistent fever for weeks. In january was performed a transoesophageal echocardiography (toe) with evidence of hyperechoic thickening around the valvular stent and vacuolation , after one week the examination showed a progression of the vacuolation. We submitted the patient to a nuclear imaging evaluation with the identification of a corresponding area of infection localization. The patient was submitted to a surgical aortic valve replacement with biological prosthesis.